Manufacturer narrative:
Section a - no patient information was given. Section g4 - there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module repeatedly alarmed. The power module was sent in for repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the power module was returned for evaluation following the reported event of the power module alarming. The power module (serial number: (B)(6) was returned to the service depot on 03sep2024 and was tested. The power module was functionally tested with a mock loop, test patient cable and test system controller. The unit passed all testing and was returned to the customer. The device history records were reviewed, and the records revealed the heartmate power module (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The customer order was shipped on 26oct2016. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.